Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis(ipp) due to a mechanical issue. The ipp was not inflating as much when pressure was applied to the pump. The pump collapses and does not recoil back. The ambicor penile prosthesis(app) was explanted and an inflatable penile prosthesis(ipp) was implanted. No patient complications were reported.

Manufacturer narrative:
Investigation summary: based on the information available, product analysis was able to confirm the reported event. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ambicor cylinders, pump and tubing were visually inspected and microscope examined. Both cylinders had wear at fold in proximal cylinder body. Both cylinders had broken fabric threads in proximal cylinder body; bulge was present when pressed (inflated) the pump bulb. Leak was present in cylinder 1. There was no damage observed on the tubing and pump. Product analysis concluded that identified of bulges with broken fabric threads and fluid leak in cylinder could affect the functionality of device as result of inflation issue and mechanical issue. Labeling review: the device instructions for use (IFU) was reviewed. There is no objective evidence that the user did not properly handle or use the device according to the IFU. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis(ipp) due to a mechanical issue. The ipp was not inflating as much when pressure was applied to the pump. The pump collapses and does not recoil back. The ambicor penile prosthesis(app) was explanted and an inflatable penile prosthesis(ipp) was implanted. No patient complications were reported.